Event description:
An endeavor sprint rx drug-eluting stent, length 12mm, diameter 2.75mm, was intended to treat a 90% stenosed, severely calcified lesion in a pt. It was reported that the device could not be advanced across the lesion and, on removal, the stent struts appeared damaged. The lesion was pre-dilated twice with a 2.5 x 15mm balloon. No pt injury occurred and no clinical sequelae have been reported.

Manufacturer narrative:
(B)(4). Eval, results: (stent damage, failure to deliver stent), (90% stenosis, severe calcification). Conclusions: (90% stenosis, severe calcification). Eval summary: the stent had move distally on the balloon with the 1st distal stent segment overlapping the distal inner shaft marker. A number of struts of the 5th, 6th and 7th proximal segments were damaged, raised and pulled distally. A number of struts on the 3rd proximal segment were partially deformed. The distal tip was slightly frayed indicating that it may have been stubbed during advancement. The balloon folds on the proximal pillow were partially opened and disturbed.